Event description:
Account states bed drifting down at head.

Manufacturer narrative:
Tech found head hi lo cylinder has a slow pressure leak. Tech replaced head hi lo cylinder. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.